Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. No infections were found in the aers. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with vat 3 enzymes (protease, lipase, amylase) detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with enzimed prevent van onelife detergent, maj-1888 olympus single use soft brush (in forceps elevator), for output, a red brush pull through and stubby brush pull through the lumen channels. The scope was not manually disinfected. The aer used was a rapidaer along with intercept plus detergent and rapicide pa disinfectant. The scope was stored horizontally in a endodry drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope, and the distal end were cultured. All channels tested positive for two (2) cfus of coagulase-negative staphylococci. The distal end tested positive for one (1) cfu of pseudomonas alcaligenes. The results obtained did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. An additional culture will be conducted. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ii duodenovideoscope. Sometimes the scope had a positive result and sometimes the scope did not have a positive result. On (B)(6) 2021, the scope tested positive for forty-seven (47) colony forming units (cfus) of escherichia coli and ochrobactrum intermedium. On (B)(6) 2021, the scope tested positive for two (2) cfus of candida albicans. On (B)(6) 2021, the scope tested positive for one (1) cfu of kocuria rhizophila. On (B)(6) 2022, the scope tested positive for eight (8) cfus of escherichia coli. On (B)(6) 2022, the scope tested positive for eighteen (18) cfus of escherichia coli. On (B)(6) 2022, the scope tested positive for sixty-two (62) cfus of escherichia coli and enterococcus faecalis. On (B)(6) 2022, the scope tested positive for three (3) cfus of escherichia coli and klebsiella pneumonia. There was no report # of contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed. The ofr hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) conform, with results of less than 1 cfu/100ml and less than 1 cfu per/endoscope. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was evaluated where multiple defects were noted including: leakage from connector, light guide lens chipped, bending section rubber glue cloudy, bending section rubber glue peeled off, switch button 1 rubber perforated, electrical connector internal corrosion, insufficient angulation, insertion section kinked, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.